Event description:
The customer reported a data error on boot up and the system exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The xrc coin battery was replaced and the flash was erased and reloaded. The system was tested and found to be working as intended and returned to service.